Event description:
Technician alleged the siderail will not stay up. No pt impact.

Manufacturer narrative:
The technician found the siderail latch not moving due to contamination. The technician cleaned the siderail latch to resolve the issue.